Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-125mg/dl fasting. Verified the strips expire 08/31/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Meter time and date are not set properly.

Manufacturer narrative:
(B)(4). Product returned, but evaluation is still pending.

Event description:
Consumer complaint of high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-125mg/dl fasting. Verified the strips expire 08/31/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Meter time and date are not set properly.